Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that their step 1 aligner is cutting into their gum. It is causing blisters and discomfort. The aligner is too tight and the plastic is too high on the top aligner. Patient says plastic needs to be cut off. Patient tried step 2, which fits perfectly. Patient will skip to step 2. Provided hh tips and requested photo of wearing step 2 aligner to see if they can proceed with skipping to step 2.